Manufacturer narrative:
Analysis found that the unit came in with no power. Fuse box was disconnected and loose. Reconnected cable. The unit was cleaned, repaired, and tested to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider reported that the device had blown fuses during the procedure. The patient was under anesthesia when the issue occurred. They had to roll them out after the equipment broke down. The case was canceled and rescheduled for a later date.